Manufacturer narrative:
Device evaluated by MFR: the synergy ii us mr 2.25 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had damaged proximal struts, the first two proximal rows moved 2cm in a distal direction on balloon body, one side of the struts had raised and lifted in distal direction. The following rows 3-14 from the proximal end were crushed and overlapping. There was no damage noted on the centre or distal end of stent struts. The damage noted may have been as a result of the high stenosis rate (90%) reported. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on balloon body where the stent had moved on the proximal end of the balloon. A visual and tactile examination found several hypotube kinks along full length of catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-04131. It was reported that stent damage occurred. The 90+% target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. A 4.0x24 synergy ii everolimus-eluting platinum chromium coronary stent system was used in treatment of a st-segment elevation myocardial infarction procedure. Patient represented, the following day, with a re-clotted vessel distally. An unspecified wire was placed through the struts of a 2.25x32 synergy ii everolimus-eluting platinum chromium coronary stent system and damage occurred. The procedure was completed with a different device. There were no further patient complications reported and the patient was discharged.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
Same case as: 2134265-2016-04131. It was reported that stent damage occurred. The 90+% target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. A 4.0x24 synergy ii everolimus-eluting platinum chromium coronary stent system was used in treatment of a st-segment elevation myocardial infarction procedure. Patient represented, the following day, with a re-clotted vessel distally. An unspecified wire was placed through the struts of a 2.25x32 synergy ii everolimus-eluting platinum chromium coronary stent system and damage occurred. The procedure was completed with a different device. There were no further patient complications reported and the patient was discharged.